Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the knife is trapped and contained within the jaws. The clear insulation is damaged. The jaws were stuck shut due to the knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer reported that while the ligasure was being used during a case it seized up and would no longer work. When the device seized up the jaws would not open, however the device was not clamped on tissue at the time. A new handpiece had to be opened to complete the case. The device was returned with the clear insulation damaged and it failed hi-pot testing.